Event description:
Breast reconstruction with implant following mastectomy in 1998. Implant progresses to a baker's capsular contracture with severe discomfort necessitating surgery to remove implant.